Manufacturer narrative:
D9 update: device has been returned to manufacturer. H3 update: device has been evaluated. H6 codes update: c19 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. D15 - the reported primary failure mode, related to a failure to deploy with partial deployment, was confirmed during engineering evaluation. As reported, there was significant resistance when attempting to deploy, and the stent could not be deployed after multiple attempts. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The returned device exhibited several forms of damage (e.g. Columnar failure, catheter abrasion, compressed and shifted endoprosthesis, exposed distal shaft). The cause for these damages could not be determined, but they are consistent with damage resulting from the inability to deploy after multiple attempts, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure. The risk management file for the vsx device was reviewed and determined to be accurate and complete. No update is required. An assessment was completed to determine if the event conclusions warrant consideration for a CAPA, scar, and/or fir. It was determined that no action is required.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with a 13 mm x 10 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat left iliac artery occlusion. The access site was right femoral artery, a guide wire and a c2 delivery catheter were used to enter the left femoral artery. An amplatz guide wire and a cook 6f sheath were used. Viabahnx device was advanced via a v18 guidewire to the target lesion successfully. Significant resistance was experienced during deployment. Multiple attempts were tried but not successful. The viabahn device was withdrawn. Another viabahn device of same size was used to complete the procedure successfully. Patient tolerated the procedure and no adverse consequences.